Event description:
A report was received that a patient underwent a pocket revision due to discomfort and irritation at the battery location. The pocket was relocated and the patient was reportedly doing well following the procedure.